Event description:
A complaint was received via email. An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung phone with android operating system version a15. The low and high glucose alarms only sounds once, then stops. As a result, the customer experienced confusion, giddiness and a loss of consciousness. The customer was seen at a hospital where they were treated with insulin (type/dose unknown) provided by a healthcare professional with a diagnosis of hyperglycemia. The customer reported they were hospitalized for five days. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer experienced missing high/low glucose alarms with freestyle librelink application. Adc attempted to replicate the reported issue using similar configuration of samsung galaxy, s21, android 14, 2.11.2.11107. The reported issue was unable to be replicated and the system functioned as intended. There were no issue identified with the freestyle librelink app during replication that would have led to the reported issue. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. All pertinent information available to abbott diabetes care has been submitted.